Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Electrical testing to verify that all therapies were still available was performed. Evidence did not indicate external stress as a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Event description:
Boston scientific received information that during the explant procedure it was noted that this device's header was coming apart from the device body. The device was explanted and will be returned for analysis. No adverse patient effects were reported.